Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The returned meter was investigated and a new issue was observed. Meter did not power on with button depression or with strip insertion. Meter was sent for further investigation and it was determined the cause to be isolated to the capacitor. Meter was investigated with retained test strips after the power issue was was addressed. All results were within the range specification and no errors were observed. The reported readings were not found in the meter's memory. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
On (B)(6) 2015 a customer reported his adc blood glucose meter was providing erratic readings. Customer was unable to retrieve readings from his meter as the date/time were not set up. The customer reported a reading of 189 mg/dl that was taken approx. 3 hours prior to a reading from a paramedics' meter of "17 mg/dl". As a result of this issue, the customer reported that on an unspecified date last month "around 2 am he was sleeping when his wife came in and found him sweating". Customer's wife called paramedics who tested the customer with their hcp meter and reportedly obtained a reading of 17 mg/dl. The customer was assessed as having hypoglycemia and treated on scene with an injection of glucagon and intravenous "sugar". There was no report of transport to a medical facility. There is no report of death or permanent impairment associated with this case.